Manufacturer narrative:
(B)(4).

Event description:
The patient reported an infection pump pocket with pus and drainage around the pump site. Patient reported that his physician said that if the infection does not clear, the pump may have to be explanted. The physician prescribed bactrim for treatment of the infection.